Manufacturer narrative:
Additional information was provided in a.2 and d.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the patient was getting headaches every day from any type of lighting. The patient experienced huge halos and starbursts around lights at night and haziness around lights during the day. Using a computer or phone for any length of time was hurting the patient¿s eyes. The patient was initially told to wait. The doctor then tried eye drops, which burned terribly when used. The patient reported the eye drops made everything dark and made driving at night even more difficult. The doctor also suggested trying ar yellow lenses, which turned the halos yellow. The patient stated they could not see any clearer and would have preferred to stay with reading glasses. The patient reported that the doctor said part of the issue was that the patient had light eyes (blue). The patient stated these lenses should never be put in any light eyes.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after the intraocular lens (iol) implantation surgery, the patient could not drive at night because the halos were so large around everything. Even inside the home, there was glare around any lights. The doctor treated cloudiness behind the lens, but it did not improve anything. It had been almost a year, and the condition had not improved over time. There are two medical device reports associated with this patient. This report is 2 of 2.